Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to insulin flow blocked alarm on (B)(6) 2025. It was also reported that the patient went to emergency room (ER) and admitted to hospital for less than 24 hours and received intravenous (IV) insulin on (B)(6) 2025 and the patient blood glucose levels while admitting the hospital was 600 mg/dl. The patient experienced symptoms such as headache, tried/weak and nausea while admitting at hospital and the main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 12-may-2025. Device history record (DHR) review: the lot 6004134 was manufactured according to the work instruction (wi) version 77 on 12-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 12-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6004134 and no more complaint has been registered in database for the same lot 6004134, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint 2158056 on 12-may-2025. Device history record (DHR) review: the lot 6004134 manufactured according to the work instruction (wi) version 77 on 12-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 07-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care professional or requires emergency advance, malfunction code no malfunction describe and lot 6004134 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.